Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source however was unable to be turned on. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has been using manual injections as insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.